Event description:
It was reported that a patient presented with grade 5 degenerative tricuspid regurgitation (tr) for an off-label mitraclip procedure on the tricuspid valve. During the procedure, when the second mitraclip was in the left atrium, one of the grippers was stuck in the raised position. Gripper orientation was unsuccessful. The clip was removed and replaced. Two more clips were implanted and the final tr was unchanged at grade 1. There were no adverse patient effects or clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported off-label use could not be replicated in a testing environment as it was related to patient selection. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported gripper actuation issue. The reported off-label use was due to the device being used on a tricuspid valve. There is no indication of a product issue with respect to manufacture, design, or labeling.